Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Model number/catalog number: sc-2218-50 serial number:(B)(6). Batch/lot number: 5139083. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe pain. The physician diagnosed the patient with sacroilitis and provided sacroiliac joint injection. It was unknown if the new pain was device or procedure related. The patient noted that neither the injection and device reprogramming helped the pain.

Event description:
A report was received that the patient was experiencing severe pain. The physician diagnosed the patient with sacroilitis and provided sacroiliac joint injection. It was unknown if the new pain was device or procedure related. The patient noted that neither the injection and device reprogramming helped the pain.